Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter was blocked was confirmed. Returned was a 3-lumen catheter marked 7fr x 60cm on the juncture hub. The distal end of the catheter was examined microscopically. Blood was observed at the medial skive. A 60 ml syringe , air, and a water bath were used to test the catheter. Air was injected into each lumen while the tip of the catheter was submerged in water. Air bubbles were observed exiting from each lumen, with some resistance felt while injecting the proximal lumen. A 10 ml syringe and water was used to check for flow. Good flow was observed through the distal lumen. Initially water mixed with blood exited the medial lumen, but then stopped. No water exited the proximal lumen. A 0.014" lab wire was inserted into the proximal end of the catheter to check the medial and proximal lumens for blockage. In the medial lumen the wire stopped approximately 9 cm from the distal tip of the catheter. In the proximal lumen the wire stopped approximately 41.5 cm from the distal tip. The medial lumen was cross sectioned 8 cm from the distal tip and blood was observed in the lumen. The proximal lumen was cross sectioned 40.8 cm from the distal tip and blood was observed in the lumen. A review of the device history records did not reveal any manufacturing related other remarks: issues. Based on the report that the lumens were flushed successfully before insertion and the finding that blood was occluding the lumens on the returned sample, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flush test was performed prior to insertion of the catheter and no problem was confirmed at that time. However, after placement of the catheter, the medical agent could not be injected through the inserted catheter. As a result, a new kit was opened and use without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The user suspected that the catheter was blocked by blood-clot, but he/she had no idea which lumen had been occluded. Also, the user is not sure how long the catheter was being placed.